Event description:
It was reported by service report that the footboard and the bed exit alarm was not working. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: cable - zone control keypad. Bent pins on footboard drawer cable.